Event description:
Pt admitted for coronary artery bypass graft surgery. During surgery pt maintained on bypass equipment. During the procedure, pt desaturated to 15% (by pulse oximetry). Oxygenator failed. Oxygenator changed while internal CPR performed.